Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Device code updated from 2457 (high results ) to 2458 (low results) to reflect complaint report. Wrong code was inadvertently reported in initial MDR report.

Event description:
Customer complains of :low results. Customer states she feels well and requires no medical attention. Customer states her expected glucose results:90-120mg/dl fasting. Verified the strips are expired 07/22/2018 and were first opened on (B)(6) 2015. Customer verifies the strips are properly stored. Customer performed a back to back blood test 81mg/dl and 89mg/dl fasting. Reviewed meter memory: (B)(6). Customer meter time and date is not correct. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of :low results. Customer states she feels well and requires no medical attention. Customer states her expected glucose results:90-120mg/dl fasting. Verified the strips are expired 07/22/2018 and were first opened (B)(6) 2015. Customer verifies the strips are properly stored. Customer performed a back to back blood test 81mg/dl and 89mg/dl fasting. Reviewed meter memory (B)(6). Customer meter time and date is not correct. No adverse event reported.